Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the international list number which is similar to us list number of 062910 the device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with a new stoma. The patient received bactrim in the ventricle through a gastroscope. A call placed to the patient two days post-op revealed the patient is experiencing pain from the wound when moving and eating. She has been taking paracetamol tablets that have eased the pain. Yellow pus is leaking from the new stoma, old stoma and from fistula. There is no redness around the stomas. On (B)(6) 2019 it was reported the old stoma and fistula have healed nicely. The new stoma is red around the circuit and leaking yellow fluid. The patient was in contact with a doctor on the (B)(6) 2019 due to pain and leakage from the stoma. The patient was prescribed an unknown antibiotic treatment which she has finished. The patient feels a little better now but it is not completely fine. The patient has also been in contact with a surgeon whom suspects that the leaking yellow fluid could be bile.